Manufacturer narrative:
Therapy date ¿ the reporter indicated that this event occurred sometime between (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous renal replacement therapy patient using a prismaflex control unit, a baxter set, and an unknown catheter experienced access issues triggering transmembrane pressure (tmp) alarms and reduced blood flow. The reporter stated that ¿the circuit failed because of the high return pressure followed by tmp alarms¿. Due to the circuit failing, the patient lost approximately 2 sets of blood and required a transfusion. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; however, pictures and screen shots of the event history on the prismaflex control unit were received and analyzed. The data showed that during treatment, the following alarms were issued within two minutes of each other: three (3) warning alarm - return extremely positive and one (1) warning alarm - filter extremely positive. Nine to fifteen minutes after the initial alarms, the device presented two (2) advisory alarm - tmp too high alarms. The device then immediately presented a caution alarm - tmp excessive followed by a warning alarm - filter extremely positive and an advisory alarm - tmp too high. Three minutes after these alarms were issued, the operator chose to end the treatment. The reported tmp alarms were verified. The cause of the alarms could not be determined. Should additional relevant information become available, a supplemental report will be submitted.